Manufacturer narrative:
Section d1 and d4 were corrected. Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via evaluation. The heartmate 3 vad modular cable (lot number: 7748586) was returned for analysis. Log files were submitted and downloaded from the system controller (serial number: (B)(6) that was returned with the modular cable and contained overlapping events spanning approximately 8 hours (B)(6) 2024 from 00:52:41 to 09:08:41). On (B)(6) 2024 at 00:52:41, a driveline power fault alarm activates due to a power_b_broken fault. The alarm remains active until the driveline is disconnected for a system controller exchange at 09:07:41. There were no other notable events active in the log file. Pump operation was not affected. The modular cable was connected to a mock circulatory loop, and driveline power faults were reproduced. A continuity test was performed on the modular cable¿s conductors, and it was found that the red and orange conductors were open. The modular cable was opened and the red (power b) and orange (ground b) conductors were found to be severed. This damage is consistent with the reproduced alarm. The root cause of the reported driveline power faults was conclusively determined to be due to damage to the red and orange conductors within the modular cable, however, a further root cause as to how these conductors became damaged was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use (IFU) (rev. C), section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline power faults. Heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records for the heartmate 3 modular cable (lot number: 7748586) were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured driveline power b faults on (B)(6) 2024. The log file from the new controller and modular showed the driveline fault alarm did not return and the data that monitors the driveline power lines had returned to normal.